Event description:
Left total hip arthroplasty performed in 1995. Revision performed in 2002 due to pain, replacing acetabular liner and modular head. Eccentric articular wear observed on the liner component.